Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was a missing response button switch. In addition, both the front and rear response button covers were missing. In addition, a pulse wire on the defibrillator pca was intermittently measuring open. The root cause for the damaged switch was excessive force. The root cause for the missing response button covers was physical abuse. The root cause for the intermittent pulse wire could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the response buttons on a patient's monitor were not functioning.